Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer patient; product ID 97745bp, serial# (B)(4), product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reports her rep said to call mdt and get a new remote and a lith battery. Pt states this is her second remote. Pt states the system just shut down and was with two reps last thursdays and got unit working and reset however when got back home the whole things quit working. Pt states was helping alleviate pain and than just stopped working. Pt states when push will say settings not available. Pt states they did program and now not working. Pt states working for 24 hours great, pt states they had to program at a high level. Pt states she did reset nothing works. Pt states she tried double a batteries and that did not work. Pss advised that the unit needs to be adjusted, pt states the rep said to call and get remote and battery. Pt states she thinks the ins is turning itself off. Pt states she's had problems with this from beginning and now the settings not available always had problems too, pss put unknown for date as this was not confirmed when asked. Pt states rep adjusted last week and since last thursday now seeing settings not available. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp as settings not available is an issue with ins typically. No symptoms or patient complications were reported.